Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change using a prefilled cartridge and cd connector, the user received an ¿unable to proceed¿ message during the fill tubing step, consistent with an occlusion-type alarm; the user then repeated the process with new supplies and successfully completed the supply change without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization and successful completion of therapy setup after retry. Investigation included troubleshooting with a supply change retry using new consumables. Investigation of this case revealed that the issue resolved after replacement of disposable components, suggesting a transient flow obstruction during the initial fill attempt. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible obstruction related to disposable setup.